Event description:
An intravascular ultrasound (ivus) catheter was being utilized during a percutaneous coronary intervention (pci), to image the lesion located in the right coronary artery (rca) distal which was 90% stenosis with calcification and moderately tortuous. An intravascular ultrasound (ivus) catheter was prepped and advanced on the guidewire without incident. An unclear image appeared during inserting the imaging catheter into a guiding catheter. Therefore, the physician removed the catheter from the guide catheter to flush again. However, the tip of the ivus catheter became separated from the catheter body. The procedure was completed with a new ivus catheter and the patient status was reported as "fine".

Manufacturer narrative:
Customer notification has been distributed to (B)(6) customers and sent to (B)(4). FDA report of correction and removal was filed (B)(4) 2011 ((B)(4)). Correction: device avail. For eval and returned to MFR. Were updated. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. Inspection of the returned catheter revealed 3.0 cm of the distal tip assembly was detached when received. Visual inspection revealed a kink in the sheath assembly and appears to be unrelated to the tip break. Operational context is the likely cause of the kink. Image characterization testing revealed a good square image appeared in the system and the product performed within specification. A sample of the device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface of and throughout the tested sample were noted. The device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the tip detachment has been determined to be oxidation of the catheter which causes embrittlement, increasing the likelihood of tip detachments of this nature. A root cause of design was assigned.

Event description:
An intravascular ultrasound (ivus) catheter was being utilized during a percutaneous coronary intervention (pci), to image the lesion located in the right coronary artery (rca) distal which was 90% stenosis with calcification and moderately tortuous. An intravascular ultrasound (ivus) catheter was prepped and advanced on the guidewire without incident. An unclear image appeared during inserting the imaging catheter into a guiding catheter. Therefore, the physician removed the catheter from the guide catheter to flush again. However, the tip of the ivus catheter became separated from the catheter body. The procedure was completed with a new ivus catheter and the patient status was reported as "fine".